Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient (pt) reported experiencing like electric shock sensations, described as feeling like needles being stuck in their back. Pt stated the sensation was very strong, similar to having needles inserted in their back, and mentioned of wires going into their spinal column. Pt stated that they tried adjusting two of their programs all the way down, and one of the programs was set to manage their lower back and down their leg. They also mentioned that the battery was running down so fast. Pt confirmed that even after decreasing the intensity, they continued to experience the shocking sensation. For the event date, pt stated it¿s been going on for a while. Agent reviewed role of rep and hcp. The pt was redirected to their hcp to address the issue and check their ins settings. Nas number was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) who reported that the cause of the shock was not determined and it is still happening. Patient reported no actions were taken to resolve the shocking. They reported the battery running down fast was due to all their settings. They reported they were given a new charging paddle but these issues have no been resolved.